Event description:
It was reported that patient presented in clinic after receiving an alert for high, out of range high voltage lead impedance. Noise was reproducible with arm movements. The svc was programmed off and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.